Event description:
Reportable based on device analysis completed on 04-oct-2018. It was reported that guidewire unraveled occurred. The raget lesion was located in the biliary artery. A s x s stx035x145 amplatz super stiff guidewire was advanced and noticed that the wire got separated. The device was completely removed from the patient and procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed guidewire break. Analysis of returned product revealed that the wire has its distal tip broken, unraveled and stretched. The device also has a number of kinks on different sections of the body. An overall dimensional inspection and measuring of the od of the distal tip couldn't be performed because of the condition of the device. The od of the middle and proximal section of the guidewire were found within specification.